Event description:
It was reported that the device was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was prepared with a non-boston scientific atherectomy system. The lesion was then treated using a 10 mm x 2.50 mm wolverine, but the balloon could not be removed from the body due to the severity of the calcification. A guide extension and balloon were crossed horizontally to dilate the lesion in an attempt to remove the wolverine with no success. The procedure was discontinued. An additional surgical procedure was performed and the device was successfully removed. No further patient complications reported and the patient was stable after the procedure.